Event description:
Multiple venous air alarms occurred during three routine hemodialysis treatments between (B)(6) 2011. The alarms were resolved on the first treatment, however, the operator discarded the blood in the syringe after air removal. Two of the treatments were disconnected without performing rinseback resulting in an estimated total blood loss of 410cc. The patient's hgb level decreased from 10.7 g/dl on (B)(6) 2011 (prior to events) to 8.4 g/dl on (B)(6) 2011. Epogen was increased from 15,000 units weekly to 20,000 units weekly. No other medical intervention was reported.

Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately to air in the circuit. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. The patient continues treatments using this cycler. There have been no similar problems reported subsequent to these events. Nxstage medical considers this report closed. No additional information will be provided.